Event description:
The tech alleged the cardiopulmonary resuscitation is not engaging all the way, the head of the bed did not go down all the way. No pt impact.

Manufacturer narrative:
The tech replaced the cardiopulmonary resuscitation valve to resolve the issue.